Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient¿s ins was not working, and they need it to work in order for the patient to have an MRI. The patient didn¿t know when this started but stated a maybe couple of years ago. The caller was redirected to the patient¿s healthcare provider to provide the paging number to the patient. There was loss of therapeutic effect. No further complications were reported.